Event description:
It was reported that the lead was removed and replaced, due to high impedance, visible fracture, multiple shocks and oversensing. No further patient complications have been reported as a result of this event.

Event description:
It was reported that there was an apparent lead fracture, and the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Other : it was reported that the lead was removed and replaced, due to high impedance, visible fracture, multiple shocks and oversensing. No further patient complications have been reported as a result of this event. Impedance, high, lead(s), fracture of, oversensing, shock, inappropriate.